Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified. The probable cause of malfunction is due to the pressure gauge is damaged. The pressure gauge is coming apart and separating.

Event description:
It was reported that the gauge stays at 100 on gauge. It does not inflate even with 1000ml bag inserted. No other information provided. Patient involvement unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.